Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad traces. The pump passed self test. No external flash crc error alarm noted. The pump was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, broken belt clip slot, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly and external flash crc error. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.